Event description:
The manufacturer received information alleging a ,bipap device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention in the form of surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.